Event description:
While testing the unit at the manufacturer, it was reported that the drill began smoking and heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was contained by the manufacturer and the complaint was confirmed; however, the quality investigation is still ongoing. A follow-up report will be submitted if the investigation reveals additional pertinent information.